Event description:
A device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device at the third-party service center, the device was visually inspected/scrapped and found evidence of foam degradation. During the evaluation, foam particles were visible.

Manufacturer narrative:
A device was returned to a third-party service center for service. There was no report of serious patient harm or injury. There was no report of medical intervention. During the evaluation of the device, there was no visible foam degradation based on the picture provided that was confirmed by the market submitter, and device was routed to scrap as per customer request.

Event description:
A device was returned to a third-party service center for service. There was no report of serious patient harm or injury. There was no report of medical intervention. During the evaluation of the device, there was no visible foam degradation based on the picture provided that was confirmed by the market submitter, and device was routed to scrap as per customer request.